Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, weight, race, ethnicity, and medical history were not provided. The initial reporter phone is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (20f024av) top, and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture, or inspection. All product rejected during manufacturing was identified as scrap, and properly accounted for. This is one of two products involved with the reported complaint. The associated manufacturer report number is: 3011370111-2020-00079. The manufacturer will submit a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the thrombectomy procedure with the target at the right m1 with a diameter of 2.5mm ¿ 3mm with atherosclerosis wall; vessel was very tortuous, the physician commented that the procedure was ¿not an easy case.¿ the physician was trying to aspirate the thrombus using the 125cm embovac 71 aspiration catheter (ic71125ca / 30407147). As the technique was failing, he tried to use it in combination with a 5mm x 33m embotrap ii revascularization device (et007533 / 20f024av) in a second pass. There was resistance between the embotrap ii device and the embovac; the resistance was felt during the retraction / withdraw of the embotrap ii device into the embovac. Adequate, continuous flush was maintained. There was no evidence of any physical material within the lumen of the device. It was reported that there was no issue with the embotrap ii device that may have contributed to the reported damage / elongation of the embovac catheter. At the second pass, the embovac catheter became stretched in the most distal segment of the catheter. The physician was not able to aspirate nor retrieve the stent; as a result, he removed the catheter. The treatment in cerebral infarction (tici) score was 0. The event resulted in a 5-minute procedure delay. The procedure was discontinued after two passes because there was presence of stenosis and the physician did not want to damage the vessel. There was no report of any patient adverse event.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR is to include the additional event information received on 11/19/2020. Additional event information received indicated that the 5mm x 33m embotrap ii revascularization device (et007533 / 20f024av) is not available to be returned for evaluation and analysis. [Conclusion]: the healthcare professional reported that during the thrombectomy procedure with the target at the right m1 with a diameter of 2.5mm ¿ 3mm with atherosclerosis wall; vessel was very tortuous, the physician commented that the procedure was ¿not an easy case.¿ the physician was trying to aspirate the thrombus using the 125cm embovac 71 aspiration catheter (ic71125ca / 30407147). As the technique was failing, he tried to use it in combination with a 5mm x 33m embotrap ii revascularization device (et007533 / 20f024av) in a second pass. There was resistance between the embotrap ii device and the embovac; the resistance was felt during the retraction / withdraw of the embotrap ii device into the embovac. Adequate, continuous flush was maintained. There was no evidence of any physical material within the lumen of the device. It was reported that there was no issue with the embotrap ii device that may have contributed to the reported damage / elongation of the embovac catheter. At the second pass, the embovac catheter became stretched in the most distal segment of the catheter. The physician was not able to aspirate nor retrieve the stent; as a result, he removed the catheter. The treatment in cerebral infarction (tici) score was 0. The event resulted in a 5-minute procedure delay. The procedure was discontinued after two passes because there was presence of stenosis and the physician did not want to damage the vessel. There was no report of any patient adverse event. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (20f024av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the reported issue of resistance that was encountered during the retraction / withdraw of the embotrap ii device into the embovac catheter could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: g.4, g.7, h.2, h.3, h.6, and h.10. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00479 and 3011370111-2020-00079. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.